Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) experienced difficulty when attempting to tighten the set screws for the pace/sense portion of the right ventricular lead. On the fifth attempt, the physician was able to secure the lead with good resulting numbers. There were no adverse pt effects. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.